Event description:
A surgeon reports that during intraocular lens (iol) implant surgery an anterior vitrectomy was performed due to a tear in the posterior capsule, the iol was inserted and the haptic broke. The incision was enlarged to accommodate the replacement lens. A yag iridotomy was also performed.